Event description:
It was reported that product a 59 x 80 bil palmaz genesis stent would not fit through a 6f cordis brite tip sheath because the stent edge was a little raised prior to putting in the sheath. There was no patient injury reported. The stent did not go in patient because it was a product defect, out of the package. This did not harm the patient in anyway.

Manufacturer narrative:
It was reported that a 59 x 80 bil palmaz genesis stent would not fit through a 6f cordis brite tip sheath because the stent edge was a little raised prior to putting in the sheath. There was no patient injury reported. The raised stent edge was found when the device was out of the package. This did not harm the patient in any way. One non sterile opta pro 8.0mm x 6.0cm 80.0cm was received coiled inside a plastic bag. Inflation medium residues were observed in the balloon. Stent marks were observed in the returned device. Stent strut uplift was observed in the proximal and distal seal sides. The stent was received partially deployed. No other anomalies were observed in the returned device. Stent marks were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The ¿stent strut uplift¿ reported by the customer was confirmed as the analysis of the returned device showed strut uplift. The exact cause could not be determined. However, handling factors during prep of the device may have contributed to the reported issue as the analysis notes inflation medium residue in the balloon and a partially deployed stent. Neither the DHR nor the analysis suggests that the reported strut uplift could be related to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.